Event description:
It was reported that the customer passed away. Customer's blood glucose reading at the time of the death was 517 mg/dl. It was reported that the customer went for a bike ride and was extremely tired by the end of the day. According to the police report the customer was found to be laying down and unresponsive. The paramedics and the fire department were immediately called and the customer was dead on arrival. The cause of the death was reported to be diabetic ketoacidosis and coronary artery disease. The insulin pump is requested to be returned. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.